Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that the therapy had never worked for the patient since implant. The patient stated that it was shocking the right leg when it was supposed to be shocking the left leg. The patient mentioned that all their previous implants were in the "front" below the waistline but then the one they have now was implanted in the back because the doctor said they had too much scar tissue. The patient stated they knew right then that it was not in the right spot and it wasn't going to work. The patient stated as a result they stopped using therapy and it had now "been dead" for about a year so they were going to have it taken out. The patient stated now they need to have an MRI but the device was not charging. The manufacturer's patient services specialist (pss) offered to help walk caller through starting a charge session and accessing MRI. The patient does not have their equipment with them at the time of the call. The patient was redirected to call patient services once they have the equipment with them for further troubleshooting. The patient called back four days later and said they charged it up and it still did not work. The patient described seeing reposition antenna screen on a restore recharger. Pss reviewed that the restore recharger was incompatible with their intellis ins. The patient was instructed to look for their intellis equipment. The patient found the intellis recharger but not the controller. The patient will keep looking. Pss called the patient back and the patient said they crawled through the house searching for the equipment. They found four legacy equipment in addition to the two legacy that they had but could not locate the intellis controller. The patient asked if they could have an MRI with the dead ins. Pss reviewed. The patient confirmed they still had wiring from (B)(6) 2012. Pss reviewed the leads would not be compatible for a full body MRI. The patient said when they replaced the last implant in (B)(6) 2020, their healthcare provider had a really bad time because of scar tissue and said they would not touch the wires for a million dollars and said they never seen them done like this, so they only replaced the implant last time.